Event description:
An 8 mm diameter x 30 mm bridge assurant biliary stent system was inserted into a patient for the treatment of the iliac artery. The vessel morphology is unknown. It was reported that while the delivery system was being advanced through the introducer sheath into the vessel, under fluoroscopy the physician noticed that the stent came off the balloon immediately after exiting an introducer sheah. The physician inserted and slightly inflated a small angioplasty balloon and was able to place the stent into the iliac artery. The case was completed with pacing an additional stent to completely cover the intended lesion site. No additional clinical sequelae were reported and the pt is fine. The delivery system was discarded by the user facility.